Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history shows that the laser was verified successfully prior and after the date of treatment. The logfile review shows scanner values and energy during treatment are normal. There is no suspect parameter. Clinical review of patient data shows a preoperatively existing coma (nasal-inferior). Treatment performed with prk and alcohol. Postoperatively, an irregular topography can be seen. There is no indication for a decentered ablation. Reviewing pentacam maps, irregularities including a central astigmatism are present postoperatively. This result cannot be explained by the application of the system as such, but might be related to the surface treatment and the use of alcohol (alcohol and epithelium removed completely before ablation, trephination etc.). The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. Additional information has been requested and received. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
A doctor reported three cases of decentered ablation after excimer laser treatment. Center of the eye and center of the laser treatment were reported to be different. Additional information was provided, including patient identifiers. This file has been assigned to the left eye (os) of the first patient.